Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead dislodged during a heart catheterization procedure three days after implant. The rv lead was repositioned and remains in use. The ra lead was explanted and replaced as an acceptable position could not be found. Another ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).